Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The sales rep reported revision of left hip patient needed liner exchange. Zimmer stem and stryker cup stayed, replaced with styker liner.